Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had waited for 3 weeks to be told where to meet with a manufacturer representative (rep) to have one more chance at getting therapy to not cause pain. It was also noted that he had all of his prescriptions for narcotics refilled to ¿elevate chronic pain from implant or surgery from implant that created for him.¿ for the last 3-4 years, narcotics were the only thing that worked. The patient did not have the names of the reps he had worked with, but the first was stated to have been in a rush and only spent half hour and a second rep tried for 2 hours and then there was no follow-up from the reps. The patient was waking up every morning, not being able to move his neck. He had tried using therapy for 2-3 years and then gave up. He was in agony since the heat wave started. He couldn¿t drive because of the pain.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# j0451710v, implanted: (B)(6) 2008, product type: lead. Product ID: 3888-33, lot# v136689, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3998, lot# v855145, implanted: (B)(6) 2012, product type: lead. Product ID: 3550-39, lot# n312460, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that there never was therapeutic effect. They patient had surgery to reattach the paddles on (B)(6) 2012. The patient was in unbearable pain. There was stimulation in the wrong location. The patient received good pain coverage in neck only prior to replacement and felt stimulation the center of their left shoulder. There was tightness and pain. There was still surgical pain which they did not have after their length of time after implant in 2008. They had a session and was told that this did not help and to schedule another programming session. The patient never had therapeutic effect. There was an increased baseline pain. The manufacturer representative reprogrammed the stimulation. They were able to get good coverage and they reported back to them later that week and that this pain was much better and that the stimulator was working well. The patient had a lot of surgical pain and was dealing with right after surgery. The impedances were normal. Additional information was received on july 2nd 2015 indicated that there was a loss of therapy. It was noted that the patient had not been to (B)(6) to meet with the physician. No steps had been taken to resolve the stimulation pain. It was noted that the patient had some pain and there were no more steps to take. They had lost healthcare and their no MRI could be done because the lead was too high on their neck. They had CT/cat scans. They were told that nothing could be done for the patient. They had steroid shots 5-6 per week and that was marginally helpful. They turned up stimulation and the pain went up by 5 points on the pain scale. They could only drive for 30-45 minutes before pain in shoulder and neck, that¿s why they could not drive to (B)(6). The patient was on 30mg vicodin, 1000mg acetaminophen, 30mg valium, taken as needed. It was reported that they were getting worse, they did not wake up pain free, did not sleep pain free. They could not sleep, unless drugged. The steroid shots were up until (B)(6) 2014 and they helped for a little bit a few days or a week. The current pain did not start until they had their second surgery and the implant was turned on. They had rhizotomies and steroid injections. They could not turn their neck. They could not lift their arm. It was thought that they saw something on their brain. The patient had a chronic pain condition since (B)(6) 2012. After the procedure the patient was in bad pain. The stimulation turned on post procedure but they had pain in their neck and upper back. They had not been able to use their stimulation since late 2013 because it caused him more pain. Late 2013 they were diagnosed with post laminectomy syndrome, it was noted that it was caused by the pain stimulation device. The patient met with a male representative after their lead revision in (B)(6) 2012. The manufacturer representative worked with them for 20 minutes and was told that everything was fixed. The used stimulation for 1 month and it was still painful. They met with another representative (B)(6) 2012 and they worked with him for three hours and they concluded that lead number 3 had to be left off in order to get any pain therapy benefit. As time went on their pain control got less and less and in late 2013 they were not using the stimulation because of pain they felt with stimulation on. The patient did not have a managing physician for stimulator on (B)(6) 2015. If additional information is received, a follow-up report will be sent.